Event description:
The patient contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) of 500 mg/dl with symptoms of nausea and irritability on (B)(6) 2013, (B)(6) 2013 and (B)(6) 2013. The patient reported treating the elevated bg with insulin injections and site/cartridge change, with satisfactory resolution. The patient also reported a low bg of 52 mg/dl the prior night. This low bg measurement does not meet animas¿ criteria of a reportable adverse event. The patient reported that the pump settings had recently been adjusted by the healthcare provider and the settings were verified to be correct at the time of the call. The patient reported using the insulin cartridge for a period exceeding the manufacturer recommended three days. The patient was instructed to change out the insulin cartridge every two-to-three days, especially if the cartridge is exposed to heat. This complaint is being reported because the patient experienced elevated bg resulting from use error by not changing the insulin cartridge as advised in the manufacturer¿s instructions for use.

Manufacturer narrative:
The subject cartridge has not been returned to animas. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.